Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry vision at all distance and foreign body sensation. Clinical reason for the explant was dysphotopsia secondary to lens in right eye. The iol was replaced with a non company lens 1 month, 3 weeks, 6 days after the initial implant procedure. There was no impact to the patient. Additional information has been requested however no further information available.

Manufacturer narrative:
The intraocular lens (iol) was returned in a specimen cup. Solution was observed on the iol. The optic was cut, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed, and documentation indicated the product met release criteria. Associated cartridge and handpiece were not provided. It is unknown if qualified products were used. The file indicated the use of a non-qualified viscoelastic. This would be unrelated to the reported complaint. The product investigation could not identify a root cause. Power and resolution testing could not be conducted due to the extensive optic damage. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. Information was provided that the multifocal toric t3 model iol with 22.5 diopter (1.50cyl), add power +2.2 & 3.2 iol model was replaced with a non-company toric iol. No additional information has been provided at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).